Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (crem) result generated by the unicel® dxc 800 pro synchron® clinical systems.a patient sample was tested for crem and a result of 9.3mg/dl was obtained.since bun result was normal, the operator questioned the crem result and re-tested the original sample on a different instrumet in the customer's lab and crem result was 0.6mg/dl. The repeated result was reported out of the lab.treatment was not initiated or withheld as the false high result was not released.

Manufacturer narrative:
Qc was within lab established ranges.customer repeated other samples, and no other discrepant results were found.service was declined as the lab believes it was a sample specific event.a clear root casue has not been determined for this event. A malfunction will be assumed for the purpose of this report.